Manufacturer narrative:
(B)(4).

Event description:
It was reported that when a patient presented in-clinic after receiving a vibratory alert, noise and low, out-of range hv lead impedance were observed. The noise was not reproducible with isometrics. Programming changes were made. The lead was capped and replaced shortly after. The patient was doing great post-procedure.